Manufacturer narrative:
The actual device was not available; however, photographs of the sample were provided for evaluation. Visual inspection of one of the provided photos showed blood on top of the header was visible. The reported condition was verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. As the actual device was not returned, the cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment a polyflux 14l set, an external blood leakage on the top of the blood port was observed. There was no report of patient injury or medical intervention associated with this event. No additional information is available.